Event description:
Misadministration. Complainant reported that the catheter kinked; source train remained in patient for 2 and a half minutes. The cardiologist realized that the source train was not in the correct location and removed the system.